Event description:
The customer alleged a manufacturer hill-rom bed, serial number unknown that had a side rail that would collapse. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).